Event description:
During a routine shift check by a clinician, the device had a broken knob and the current could not be adjusted. Complainant indicated that there was no pt involvement in the reported malfunction.